Manufacturer narrative:
One sample was returned for investigation. No discrepancies were seen during visual inspection. The returned device passed all leak testing indicating that the returned sample had no leaks. Additionally, 9 pictures were returned for analysis none of which showed any signs of deficiency. Bag stuffing/loading into housing? Operation was reviewed to ensure workmanship has attention to the operation and the fixture does not have sharp edges. Leak testing was reviewed to ensure that measures are within specification, no discrepancies were found. Below occurrence mitigations on placed are following during manufacturing process: production performs 100% visual inspection to assure that the parts shall not be damaged including scratches) or distorted/warped. Production performs 100% leak test per (B)(4) and (B)(4) to assure assemblies have been manufactured in accordance to procedure and the tube and bag components does not present a leak overall. Below detection mitigations on placed are following during manufacturing process: per (B)(4) rev.116 quality sample 15 units at an interval of two (2) hours + or - 30 minutes, prior to placing product in bag in order to verify parts are free of damage, scuffs, pinch marks, etc),cracks, crazing, cuts, or other workmanship defects that can affect assembly appearance and function. No root cause could be determined since the complaint was not confirmed due to the fact sample received don?t show conditions that could cause the failure mode reported.

Event description:
Information received indicating that inner bags of a smiths medical cadd cassettes was leaking. There was no injury to the patient due to the reported event.